Event description:
The pt presented with a ruptured aneurysm located in the middle cerebral artery (mca). The aneurysm coiling procedure was successfully completed using the double catheter technique. Two-three hours post procedure the pt reportedly suffered a stroke with a right side hemiparesis and aphasia. It was reported that the pt underwent "aspiration of the blood clot" post procedure, date unk.

Manufacturer narrative:
Additional info regarding the event was requested and the following was determined: there were no anomalies noted with the coils during deployment or detachment. There were no difficulties encountered during the procedure that could have contributed to the pt's post procedure complications. The physician does not allege any malfunction of any device for this procedure.